Manufacturer narrative:
Based on the product evaluation where no green colored particles were found, the root cause is unknown/inconclusive. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: d4 serial# (B)(6) and h4 device manufacturing date. Evaluation completed. One bl3170 handpiece, serial number (B)(6) was returned along with a sterilization tray. Visible inspection of the handpiece found that the nose and transducer horn damaged as they were dented and marred. The lemo connector was dented as well making it difficult to insert into and remove from the mating connector on the front of the stellaris system. A filter test was performed by running water through the irrigation tube out onto a 0.45-micron filter. The water was then vacuumed off through the filter to trap any possible particles. Microscopic examination of the filter found multiple very small dark colored particle and two brown colored fiber-like particles. No green colored particles were found. A functional test was performed using a stellaris system. The handpiece data displayed tune count 203, on-time 7717416 and average power 0. The handpiece tuned, primed and functioned as intended. Further investigation ongoing.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. Further investigation underway.

Event description:
The user facility in the united kingdom reported the surgeon observed bright green particles in the eye during segment removal. The particle was about 2 mm in size. The particle was safely removed. The patient has been followed up with and has had no further issues.